Event description:
A customer reported lower readings with the freestyle libre sensor, as compared to the built-in meter. The customer experienced palpitations and a loss of consciousness, but was able to self-treat with fiasp insulin (rapid insulin). The customer provided scan readings of 76 mg/dl, 85 mg/dl, and 65 mg/dl compared to built-in meter results of 240 mg/dl, 166 mg/dl, and 134 mg/dl, taken at unspecified time. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower readings with the freestyle libre sensor, as compared to the built-in meter. The customer experienced palpitations and a loss of consciousness, but was able to self-treat with fiasp insulin (rapid insulin). The customer provided scan readings of 76 mg/dl, 85 mg/dl, and 65 mg/dl compared to built-in meter results of 240 mg/dl, 166 mg/dl, and 134 mg/dl, taken at unspecified time. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.